Event description:
Hosp staff were treating a pt in the cardiac catheterization lab who was reportedly in atrial fibrillation. A countershock was delivered to the pt and the device's monitor reportedly displayed flatline. A second monitor that was also connected to the pt showed that the pt did have a viable rhythm. The cable and electrodes were replaced and the device still displayed flatline. A back up device was obtained and treatment was continued. There were no adverse effects to the pt reported from the alleged malfunction.